Manufacturer narrative:
E1: patient city:(B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported by the patient that infusion set cannula was crimped within one day of use. Infusion set was placed in abdomen. No further information was available